Manufacturer narrative:
The reported event was inconclusive because no sample was returned, only photo sample was attached. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿ the actual/suspected device was inspected.

Event description:
It was reported that when the foley catheter balloon was deployed on the patient, the catheter got deflated and fell off after surgery. A new foley catheter had been unpacked to use. Per follow-up information received via ibc on (B)(6) 2021, the balloon deflated and fell off, so it was not difficult for the user to remove the device. The device was used on the patient. There was no rupture, burst or pinhole in the balloon or a leak in the catheter.